Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed a fall-off test. The cause for the failure was isolated to the blue (can l) wire in the trunk cable and the white (drvn_gnd) wire in the trunk cable shorting together. The root cause for the shorted wires was unable to be positively identified. No adverse events resulted from the defective electrode belt.

Event description:
During investigation into an unrelated event, a reportable malfunction was found. Electrode belt sn (B)(4) failed incoming functional testing.